Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was received in good visual condition. A bag with three malformed clips was returned along with the instrument. Upon cycling the device, it was noted to be empty and the lockout had been fired through. No functional test could be performed due to the condition of the returned device. The device was disassembled in order to evaluate the condition of the internal components and the lockout tab was found to be broken. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position; however, no conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the firing force was higher than expected and the trigger could not be grasped when the device was fired on the blood vessel. When the device was removed from the patient and the trigger was grasped without clamping the tissue out of the patient, the jaws became not to be opened. The trigger was grasped several times out of the patient, but sometimes the jaws did not open or sometimes double feeding occurred. Another device was used to complete the case. There were no adverse consequences to the patient.